Event description:
It was reported that when the device was used during a low anterior resection procedure, the distal end of the resection was stapled by a linear stapler. After resection, it was noticed that the bowel was not closed. The rectal stump was closed by hand suture and the anastomosis was performed with a circular stpaler. The stoma is planned to be temporary. It will be removed probably after 12-16 weeks.